Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Takuya nakamura, toru yamakawa , junji hori , hisataka goto , akihiko nakagawa , tetsuro takatsu , naoki osamura , atsushi saito , keisuke hagio and kanto mouri.(2021) conjoined tendon preserving posterior approach in hemiarthroplasty for femoral neck fractures: a prospective multicenter clinical study of 322 patients. Journal of orthopaedic surgery. 29 (3) 1-8. Https://doi.org/10.1177/23094990211063963 . Concomitant products: unknown ringloc bipolar cup, unknown taperloc stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00761. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that 1 patient developed ventricular fibrillation and expired in an unknown time frame postoperatively. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h1, h2, h3, h6, h10 it was reported from a publication that a patient expired due to ventricular fibrillation approximately 2 weeks after having a left hip hemiarthroplasty due to a femoral fracture. There are no allegations of device failure or surgical complications. The patient was elderly and had a significant medical history consisting of obesity, severe renal failure, osteoporosis, cardiovascular disease, and diabetes. Patients within this study all had fractures which will predispose them to a more difficult recovery. Additionally, patients were not excluded from this study based upon their fraility; thus patient's would be at a higher risk for complications post-operatively. Side effects of the administration of anesthesia are a known cause of cardiac stress during the intraoperative and postoperative recovery. Most patients with a cardiac history will have a cardiac workup prior to clear them for surgery to demonstrate the patient's cardiac status is fit to withstand the stress of anesthesia, positioning, and surgery. Patients are at the highest risk immediately post op, but continue to be at risk for several weeks post op. The onset of symptoms and intervention or actions taken to address the complication and prevent the terminal outcome were not provided. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that 1 patient developed ventricular fibrillation and expired 2 weeks post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
D10: catalog number: 6501159 lot: unknown brand: biolox head. Catalog number: 51-103130 lot: unknown brand: taperloc stem. Catalog number: 110010468 lot: unknown brand: e1 ringloc bipolar cup.